Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with loss of capture in both configurations and high impedance in both polarities on the ventricular lead. Low sensing was also noted. The lead was capped and replaced on (B)(6) 2016. No additional information was available.